Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the cause of the resistance and break was not determined. The resistance occurred in the distal section of the catheter. A continuous saline flush administered and maintained as indicated in the IFU.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient had an ischemic stroke. When the surgeon was delivering the stent during thrombectomy operation, it was found that the solitaire was stuck and could not be delivered in place normally in the rebar. When the stent was removed from the body, the tip of the stent was found to have fallen off. No patient symptoms or further complications were reported as a result of this event. IV tissue plasminogen activator (tpa) was not contraindicated. There was one pass with the device. Stroke onset to reperfusion time was 2.6 hours. The device and any accessories were prepared as indicated in the IFU. The patient was undergoing surgery for treatment of ischemic stroke. It was noted the patient's vessel tortuosity was minimal.